Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/test, excessive no delivery test, self test, error test and displacement test. Pump passed the dat test at (B)(6) inches. Unit received with cracked case at the display window corners and display window. Unit received with minor scratched display window and case. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. The customer stated that they had treated with the insulin pump but their blood glucose never came down. The customer¿s blood glucose level at the time of the hospitalization was over 900 mg/dl. They had diabetic ketoacidosis. They were wearing the insulin pump at the time of the hospitalization. They were released from the hospital on (B)(6) 2017. Troubleshooting for the insulin pump was performed. The insulin pump passed the high-pressure test. The customer stated they were still having issues with the insulin pump. They had reverted to their old insulin pump and had not had any issues with high blood glucose. The device will be returned for analysis.